Event description:
New information received notes that the patient's implantable cardioverter defibrillator was re-interrogated in clinic and bluetooth telemetry was restored. No further intervention was required. There were no patient consequences.

Event description:
It was reported that the patient's implantable cardioverter defibrillator failed to pair with the merlin mobile application due to a suspected bluetooth telemetry issue. The patient was brought into clinic and interrogation restored telemetry. No intervention was performed. There were no patient consequences.